Manufacturer narrative:
(B)(4). Relevant tests/laboratory data (continued): (B)(6) 2014 (08:40): troponin I=0.010 ng/ml, upper reference limit 0.02; (B)(6) 2014 (18:00): troponin I=0.05 ng/ml, upper reference limit 0.02; (B)(6) 2014: ck=366 u/l, normal upper limit 308; (B)(6) 2014: ck-mb=30.17 ng/ml, normal upper limit 4.9; (B)(6) 2014: troponin I=0.47 ng/ml, upper reference limit 0.02. There was no reported device malfunction and the product was not returned. The reported dissection and angina are listed in the instructions for use (IFU), in the adverse effects section as known adverse events. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during lesion pre-dilatation with a 3.5x20mm trek, a non-serious type a dissection occurred in the mid left anterior descending coronary artery. Although no treatment was reported, the dissection was treated with the planned 3.5x28mm xience v rx stent, resolving the event. Post procedure, the patient experienced non-serious stable angina and cardiac enzyme elevation greater than 5 times the normal upper limit. No treatment was reported and the angina resolved one day post procedure. Additionally, one day post procedure, the patient was discharged home. There was no additional information provided.